Event description:
It was further reported in medical records that the patient was revised due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: elevated metal ions & metallosis, metal on metal wear, pseudotumor, dark purplish thick fluid, and modular neck was cold welded onto the trunnion of femoral component. Osteolysis & pseudomembrane noted in proximal femur, bone graft used to fill in areas of osteolysis that was found in proximal femur DHR was reviewed and no discrepancies relevant to reported event were found. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. One m2a-magnum mod hd sz 50mm was returned and evaluated. Upon visual inspection there is a dull line and scuffing on the outside radius and gouges to the face of the head. The insert has debris on the inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a magnum head, unknown m2a magnum taper, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019-01737, 0001825034 -2019-01738, 0001825034 -2019-01736. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to due to osteolysis, metal poisoning and pseudotumor approximately 10 years post implantation. It was also reported that during the revision surgery, the modular neck was cold welded to the trunnion of the femoral component. Additional information on the reported event is unavailable.